Event description:
It was reported that the lead was repositioned due to the physician's request. It is unknown why the physician requested the device be repositioned. The device remains in service. No additional adverse patient effects were reported.